Manufacturer narrative:
The hill-rom technician found the side communication cable needed to be replaced. Per hill-rom¿s health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent etc.). The primary root cause for this is that the communication cable is not properly removed from the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse¿s station. What this means is that there is no way for a sidecom® communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. The versacare user manual has the following caution/warning notice: "before transporting the bed, make sure that the power cord, hoses, and other equipment are properly stowed. Failure to do so could result in equipment damage. Make sure the patient, equipment, and all lines are securely placed within the perimeter of the bed for intra-hospital transport. After transport, make sure that the nurse call system cables are properly connected." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming at the nurses' station. The bed was located in the maintenance area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).